Manufacturer narrative:
Us reporting agent notified on (B)(6) 2015. Mfg site eval: samples received: 8 unopened and 2 open racepacks. There are no previous complaints of this code batch. There are no units in OEM stock. Tested the needle attachment of the closed samples received and the results do not fulfill the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is corresponding (justified). Corrective/ preventive actions: there is a corrective action in place at the OEM.

Event description:
Country of complaint: (B)(6). Needle detachment.